Manufacturer narrative:
Bleeding is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the physician used the tower with a kit, navigated to the target and used radial ebus for confirmation. Then used the following endoscopic tools; brush, forceps, and supertrax needle. The physician was able to complete the enb portion of the case, however, the patient experienced bleeding. Epinephrine, saline and tamponade to resolve the bleeding. The physician was able to tamponade the biopsy site with scope to control and get bleeding to stop. Out of an abundance of caution the patient was left intubated and admitted for overnight observation in the surgical intensive care unit.